Event description:
Per received report, after the coil was positioned, it could not be detached. So the physician withdrew it.

Manufacturer narrative:
After the 5 mm x 17 cm presidio 10 cerecyte microcoil (pc410051730/m10563) was positioned, it could not be detached. The coil was withdrawn with no coil stretching or unintended detachment. The procedure was continued using the same connecting cable and detachment control box (dcb). There was no patient injury reported. The pre-deployment test was performed and there was no fault light observed with the dcb during use. An adequate continuous flush was maintained through the unknown microcatheter and there were no kinks observed on the microcatheter prior to use. Analysis of the returned device found that the device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment cycle during laboratory testing. The detachment fiber received heat and melted as designed. The dpu passed post-detachment electrical testing. The field complaint could not be duplicated during laboratory testing. Therefore, the root cause of the coils inability to be detached inside the aneurysm cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the foregoing information, there is no indication that corrective action is warranted at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment cycle during laboratory testing. The detachment fiber received heat and melted as designed. The dpu passed post-detachment electrical testing. The field complaint could not be duplicated during laboratory testing. Therefore, the root cause of the coils inability to be detached inside the aneurysm cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation codes will be submitted within 30 days. Evaluation summary attached.